Event description:
The user facility requested a facility review in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the evis exera ii ultrasound gastrovideoscope was being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the endoscope technician did not use the ultrasonic air water channel cleaning adapter (maj-629) for the eus flexible endoscope. The maj-629 was not available for the precleaning of the scopes. The ess advised the customer to purchase a few overnight. The facility was not suctioning the suction port and biopsy port and not suctioning for thirty (30) seconds. The technician never cleaned the brush with gloved hands. The customer was not completing the cleaning process in the order recommended by olympus. The customer had modified olympus tubing. The customer was not using the suction cleaning adapter (mh-856) during the manual cleaning process. The ess informed the customer that the suction cleaning adapter (mh-856) needed to be used when suctioning. The ess suggested the staff be in-serviced on all model scopes. Improvements were also suggested during the facility review. The door going into scope storage could be automatic. The scopes were double, and triple stacked and were placed in bins with accessories/water bottles. The scopes were placed in a plastic bag used for patient clothes. The scopes were taken out of cabinet and looped over the arm with no attention paid to the distal tip. In addition, there was improper transport of bins. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The instruction manual of the subject device describes the reprocessing methods as follows; ¿connect maj-629 to the air/water cylinder when cleaning bedside¿ and ¿use mh-856 for channel suction.¿ it was likely the issue was caused by user operation. The reprocess method is described in the following chapters of the instructions for use (IFU). By observing this, the indicated event could be prevented. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.